Event description:
The customer reported to olympus that there was an image problem and cable was broke on the camera head. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and evaluated and the evaluation found that the image was distorted and cable was broken. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be a failure of the charged coupled device (ccd), caused by water immersion from the damaged area on the cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unknown procedure.